Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Based on the information received, the root cause could not be determined.

Event description:
It was reported during surgery, the driver broke when inserting the screw. Attempts were made to obtain additional information to no avail. No further information is available.